Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the patient had fungal vegetation on the tricuspid valve. Sternotomy was performed to remove vegetation and tricuspid repair was also performed. The field representative verified that a tiny tip of lv lead was left in the coronary sinus as it pulled from the lead and the physician was unable to retrieve it. Additional information from the field representative indicated that there was a lead removal difficulty due to the length and adhesions. The lv lead was abandoned surgically. No additional adverse patient effects were reported.